Manufacturer narrative:
The electrodes were returned to zoll medical for evaluation. The customer's report was duplicated and attributed to a disconnected self-test wire between the two electrodes. This results in high impedance and prevents self-test initiation. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the associated defibrillator failed self test using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.